Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for two unknown locking screws. Part and lot numbers were not provided by the reporter. Other¿UDI is unavailable. The implant date was reported as an unknown date 6-7 years prior to the date of this report. Since the shafts of the broken screws were left in the patient, these devices are not considered to have been explanted. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. The initial therapy date is unknown. The implant date was reported as an unknown date 6-7 years prior to the date of this report. These devices were explanted on (B)(6) 2016. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal/revision surgery on (B)(6) 2016 to treat a wrist fracture sustained during a fall. The patient was originally underwent an open reduction and internal fixation (orif) on an unknown date 6-7 years prior to the date of this report during which time one plate and seven screws were implanted. The patient fell on an unknown date and re-fractured the wrist. During the (B)(6) 2016 revision surgery, the plate and five of the seven screws were removed intact. The two remaining screws were found to be broken and only the screw heads could be removed. The shafts to the two broken locking screws were left in the patient's bone. It was reported that the patient's bone quality was poor and that the original implants were difficult to remove. The patient was revised to a new variable angle volar plate construct. There was no reported surgical delay. This complaint addresses the two unknown broken locking screws. This report is for two unknown locking screws. This report is 1 of 1 for (B)(4).